Event description:
It was reported that a pt had an elevate graft implanted on (B)(6) 2011. Info indicates the pt may have had a hematoma and pain at one of the mesh arm sites. Add'l info received on (B)(6) 2011 states that the pt had respiratory failure after the elevate anterior implant procedure and required a ventilator to breath. The pt was admitted to the ICU after the procedure and was started on lovenox and heparin, pt continued to bleed from the surgical site due to the anti coagulation therapy. On (B)(6) 2011, the pt returned to the operating room for a vaginal exploration and incision and drainage of a hematoma. The bleeding was stopped, no blood transfusions were needed. The pt was in hospital for 6 weeks and then discharged to a rehab facility. The pt had a f/u visit on (B)(6) 2011 and reportedly has recovered and is "doing well."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.